Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to an unknown lot number. Investigation summary: customer returned (1) used 32g x 4mm bd pen needle without a tear drop label attached. Consumer reported rear cannula end is broken. The returned sample was examined and exhibited a broken non-patient end cannula. No manufacturing defects were observed on the sample. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the npe cannula break is user error during pen needle attachment to a pen injector. Unable to perform DHR review due to an unknown lot number. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified bd pen needle experienced cannula breakage on the non-patient end. Unspecified whether the event occurred prior to, during, or after use. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. Verbatim: rear cannula end is broken.